Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was intended to be used in the esophagus during a gastroscopy procedure performed on (B)(6) 2023. Prior to the procedure, it was noticed that the bands would not deploy. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. Additional information received on july 21, 2023: the exact date when the speedband superview super 7 was intended to be used in the esophagus during a gastroscopy procedure was on (B)(6) 2023.

Manufacturer narrative:
Block e1 (initial reporter phone): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly and ligator housing) was analyzed, and a visual evaluation noted that the ligator housing had no bands attached. The handle slot had the trip wire inserted. The teeth and the suture hole of the ligator housing were in good condition. Also, the suture and the irrigation tube were in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No problems with the device were noted. The reported event of bands unable to deploy was not confirmed. Upon analysis, the returned ligator housing and handle were in good condition. It is possible that the technique used, or the manipulation of the device could have contributed to the reported event; however, there is not enough objective evidence to determine that these problems occur due to a device problem. Therefore, the most probable root cause of this complaint is no problem detected.

Manufacturer narrative:
Block e1 (initial reporter phone): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was intended to be used in the esophagus during a gastroscopy procedure performed on (B)(6) 2023. Prior to the procedure, it was noticed that the bands would not deploy. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. Additional information received on july 21, 2023: the exact date when the speedband superview super 7 was intended to be used in the esophagus during a gastroscopy procedure was on (B)(6) 2023.

Manufacturer narrative:
Block e1 (initial reporter phone): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was intended to be used in the esophagus during a gastroscopy procedure performed on (B)(6) 2023. Prior to the procedure, it was noticed that the bands would not deploy. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.